Manufacturer narrative:
(B)(4). Batch # n5642y. The analysis results that one plee60a device was returned with no visual non-conformances and with a cartridge reload present. The cartridge reload was received unfired. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass roux-en-y procedure, the stapler was fired twice and on the third sequence the scrub tech could load reload in jaws properly. The surgeon also tried to load reload in stapler and still couldn't. They cleaned out any excess staples, tissue from jaws and still couldn't proximally seat reload. They were able to complete the case by opening a second device. There were no adverse consequences for the patient.